Manufacturer narrative:
H3:product analysis confirmed that during the incoming inspection, the phenomenon of heating could not be reproduced, but a slight abnormal noise during operation was observed. The rotating disc was also observed to had deteriorated. An internal inspection revealed deterioration of parts such as the housing, motor, gears, shafts, and bearings due to dirt and sticking. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, m4 handpiece had overheating issue and rotation failure. Procedure completed with the back up device. There was no patient impact.

Manufacturer narrative:
H3:product analysis heat generation is not reproduced. Abnormal noise during operation, deterioration of rotate disk. Dirt, stuck, all the way from the gear is not good. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.